Manufacturer narrative:
No report of patient involvement. The date of device manufacture is unavailable at this time. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. A 14lpm leak was discovered in the circuit module. The circuit module was cleaned and lubricated. The unit was returned to service.

Event description:
The hospital reported the unit was not working. There was no report of patient involvement.